Event description:
It was reported that the pump module was set up to infuse a primary and secondary infusion, however it did not infuse the primary at the primary rate. It was confirmed the secondary bag was hanging higher than the primary bag. There was patient involvement however harm is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 infused incorrectly was not identified during the customer call. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history , device available for eval?, returned to manufacturer on, device eval by manufacturer? ,imdrf annex e,f,a,g,b,c codes and manufacturer narrative. Investigation summary: the report of inaccurate deliver possible over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of 14 may 2025; the time of the reported event was not provided. The pcu event log showed that on 13 may 2025, at 6:18 pm, the concomitant pcu and the suspect pump module were powered on; the suspect pump module was assigned to channel c. The user selected no to the new patient. The profile in use was identified as adult on may 13 202 at 6:19 pm, the suspect pump module was selected and a guardrails IV fluids primary infusion was programmed with the following parameters: drugid = 8 acetaminophen (1000 mg in 100 ml), rate = 400 ml/h, vtbi = 100 ml for an expected duration of 15 minutes. The infusion was started. Primary volume infused (pvi) = 950.193 ml, secondary volume infused (svi) = 300.061 ml (accumulated total from prior infusions). At 6:29 pm, the suspect pump module was selected and the vtbi of the infusion was modified to 80 ml for an expected duration of 12 minutes. The infusion was started. Pvi = 1013.52 ml, svi = 300.061 ml. At 6:30 pm, the suspect pump module was paused, then restarted, and turned off; the user canceled the system power off and a basic primary infusion was programmed with the following parameters: rate = 125 ml/h, vtbi = 800ml for an expected duration of 6 hours and 24 minutes. The infusion was started. Pvi = 1019.71 ml, svi = 300.061 ml. At 6:31 pm, the suspect pump module was selected, and a guardrails IV fluids secondary infusion was programmed with the following parameters: drugid = 8 acetaminophen (1000 mg in 100 ml), rate = 400 ml/h, vtbi = 100 ml for an expected duration of 15 minutes. The infusion was started. Pvi = 1019.94 ml, svi = 300.061 ml. The user paused the infusion. Pvi = 1019.94 ml, svi = 302.361 ml. At 6:33 pm, the infusion was restarted. At 6:48 pm, the secondary infusion was completed. Pvi = 1019.94 ml, svi = 400.083 ml. The primary infusion resumed. At 11:29 pm, the suspect pump module was selected and the vtbi of the infusion was modified to 980 ml for an expected duration of 7 hours and 50 minutes. The infusion resumed. Pvi = 1605.57 ml, svi = 400.083 ml. Immediately after, the pump module was selected and a guardrails IV fluids secondary infusion was programmed with the following parameters: drugid = 8 acetaminophen (1000 mg in 100 ml), rate = 400 ml/h, vtbi = 100 ml for an expected duration of 15 minutes. The infusion was started. Pvi = 1605.88 ml, svi = 400.083 ml. At 11:44 pm, the secondary infusion was completed. Pvi = 1605.88 ml, svi = 500.105 ml. The primary infusion resumed. On may 14 2025 at 1:24 am, an air in line alarm was displayed on the suspect pump module. Pvi = 1812.88 ml, svi = 500.105 ml. The infusion was stopped. From 1:24 am to 1:26 am, the suspect pump module was selected, then paused, and the system was turned off. Pvi = 1812.88 ml, svi = 500.105 ml. The system was powered off. The total primary volume infused recorded during the last infusion was calculated to be 862.687ml, and the total secondary volume infused was calculated to be 200.044ml. These values were obtained by subtracting the pvi and svi on 13 may 2025 at 6:19 pm, from the last pvi and svi recorded on 14 may 2025 at 1:26 am, when the suspect pump module was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system with guardrails suite mx user manual (v12.3.2), it states within warnings and cautions do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center: suspect pump module s/n 16532415 (w/o: 02033945) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was set up to infuse a primary and secondary infusion, however it did not infuse the primary at the primary rate. Additional information was received through due diligence attempts. Lactated ringer (1000ml) was programmed to infuse as a primary infusion at a rate of 125ml/hr manually using guardrails. Acetaminophen (1gm/100ml) was programmed as a secondary infusion to run at 400ml/hr. It was reported however the primary finished infusing before the anticipated completion would have been. Customer confirmed he location of the alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump. There was patient involvement however no patient harm.

Event description:
It was reported that the pump module was set up to infuse a primary and secondary infusion, however it did not infuse the primary at the primary rate. It was confirmed the secondary bag was hanging higher than the primary bag. There was patient involvement however harm is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.